Event description:
It was reported that; two 28mm anterior cervical plates had the locking mechanism brake during screw insertion. The third 28mm plate was inserted successfully.

Manufacturer narrative:
Visual inspection; device history review; complaint history review; risk assessment; manufacturing files were reviewed and no anomalies were found. The probable root cause of the mechanism popping up is not determined and multifactoral.

Event description:
It was reported that; two 28mm anterior cervical plates had the locking mechanism brake during screw insertion. The third 28mm plate was inserted successfully.